Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's hearing perception fluctuated. Lately the user had no hearing perception with the device because the sound was so soft. The sound became louder only with pressure was applied at the implant site. There is no report of any accident or trauma.

Manufacturer narrative:
According to the received information from the field, the recipient's hearing performance was intermittent. The received in situ measurements and the information that the recipient was able to hear when pressure was applied over the implant, let us assume that an air bubble over the implant caused the reported problems. The device works within specification during investigation. This is a final report.

Event description:
Reportedly the user's hearing perception fluctuated. Lately the user had no hearing perception with the device because the sound was so soft. The sound became louder only with pressure was applied at the implant site. The user was re-implanted.